Manufacturer narrative:
The reported event of silicone insulation allowed water to leak was confirmed. As received a complete lead was received in one piece. External insulation abrasion was noted at 29.4 and 34.1 cm from the connector pin, consistent with procedural damage. The cause of the reported events was isolated to the procedural damage noted on the insulation. No other anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead implant procedure. During implantation, the left ventricular (lv) lead was examined and it had a leak in the insulation which led to water seeping outside the electrode. Physician explanted the lv lead and implanted a new lead in the same procedure, on (B)(6) 2021. There were no adverse consequences to the patient due to the procedure.